Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is leaking. Associated malfunctions for this device: pilot valve overheating, heat exchanger leaking, filter dirty.